Event description:
It was reported that during inventory, when switching on the automated impella controller (aic), alarms ¿console error¿ & ¿battery failure¿ were triggered. There was no patient involvement and the product was returned for investigation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Data analysis: console logs from the reported day of event are consistent with problem description and show multiple and persistent controller error alarms (#1023, pbm1 communication loss), and occasionally battery failure (#360) and battery level low (#23) alarms. Power-cycling of the console did not resolve pbm1 communication issues, which were identified in device logs as early as 2025-05-02, while pump 532908 was used, and evidenced by sau_powermod_1 communication error messages (without alarms). There was one instance of controller failure alarm (#1027, pbm sw corruption), which presumably was falsely triggered due to communication errors. Device analysis: the console was returned for investigation. All communication performed as expected and both batteries were charging when plugged into ac power, not reproducing the failure mode from the field. Root cause: it was found that the issues were caused by incompletely engaged battery transport switch.